Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. If further details are received at the later date a supplemental medwatch will be sent. [(B)(4)].

Event description:
It was reported in a journal article entitled : complications associated with surgical stabilization of high-grade sacral fracture dislocations with spino-pelvic instability. Author : carlo bellabarba, md,* thomas a. Schildhauer, md,¿ alexander r. Vaccaro, md, and jens r. Chapman, md. Citation: spine volume 31, number 11 suppl, pp s80¿s88. This retrospective evaluation aimed to review the safety and patient impact of early surgical decompression, and rigid segmental stabilization in patients with high-grade sacral fracture dislocations. Between 1997 and 2002, 19 patients with a sacral fracture and disrupted posterior pelvic ring were prospectively identified and underwent surgical decompression and rigid segmental stabilization. In the procedure, if a dural tear was identified, every attempt was made to achieve a direct end-to-end repair with 6-0 prolene (ethicon) sutures. Traumatic dural tears or sacral root avulsions were identified in 14 of 19 patients. Complications included postoperative class 2 infection (n=3) requiring 1 surgical wound debridement, placement of antibiotic-impregnated methylmethacrylate beads, adjuvant intravenous antibiotics for 6 weeks and supplemental nutritional support; and seroma/pseudomeningocele formation (n=2) requiring surgical re-exploration of the incisions. Rigid segmental lumbopelvic stabilization allowed for reliable fracture reduction of the lumbosacral spine and posterior pelvic ring, permitting early mobilization without external immobilization and neurologic improvement in a large number of patients. Complications were primarily related to infection, wound healing, and asymptomatic rod breakage, and were without long-term sequelae.